Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70 , serial: (B)(6), batch: 7081248.

Event description:
It was reported that during a spinal cord stimulation (scs) implantable pulse generator (ipg) implant procedure, the physician had difficulty inserting the lead into the ipg. The lead was bent after several attempts to reinsert the lead therefore, the possibility of lead fracture could not be ruled out. The procedure was completed with the lead being left implanted. It was unknown which lead had a suspected fracture. No imaging was taken to confirm a fracture and there was no further course of action planned.

Event description:
It was reported that during a spinal cord stimulation (scs) implantable pulse generator (ipg) implant procedure, the physician had difficulty inserting the lead into the ipg. The lead was bent after several attempts to reinsert the lead therefore, the possibility of lead fracture could not be ruled out. The procedure was completed with the lead being left implanted. It was unknown which lead had a suspected fracture. No imaging was taken to confirm a fracture and there was no further course of action planned. Additional information was received that high impedance readings were discovered on the lead since the time of implantation. There has been no changes in the patients therapy and no adverse patient effects reported.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7081248.